Event description:
It was reported that the patient ams 700 lgx inflatable penile prosthesis (ipp) had left cylinder corporal body aneurysm due to weakened area from peyronies repair. The ipp left cylinder was removed and replaced with ams 700 cx left cylinder. No further issues were reported in relation to this issue. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.